Manufacturer narrative:
B3 event date / d10 therapy date: january 2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set with duo-vent spike leaked during infusion in the emergency department. When the nurse connected the new IV tubing to the patient, a puncture was identified, resulting in the medication running faster than intended and blood leaking from the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.